Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and pregnancy with contraceptive device ("pregnant") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in 2017. On (B)(6) 2015, the patient had essure inserted. In 2017, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("excessive and abnormal bleeding during menstruation"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pregnancy with contraceptive device and menorrhagia outcome was unknown. The pregnancy outcome was not reported. The reporter considered menorrhagia, pelvic pain and pregnancy with contraceptive device to be related to essure. Diagnostic results: on (B)(6) 2015, plaintiff had a hysterosalpingogram (hsg) test that confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and pregnancy with contraceptive device ("pregnant") in a female patient who had essure (batch no. C22917) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective / failure to occlude (close) fallopian tube(s)," in 2017. The patient's medical history included multigravida and parity 1 (B)(6) 1997). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2015, the patient experienced pollakiuria ("bladder or urinary problems or changes"). In 2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2017, the patient was found to have weight decreased ("weight gain / loss specify which one: weight loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during menstruation"), menstruation delayed ("missed period"), malaise ("feeling very sick"), vomiting ("throwing up"), fatigue ("fatigue") and feeding disorder ("trouble eating"). The patient was treated with surgery (bilateral salpingectomy / suction dilation and curettage). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pregnancy with contraceptive device, menorrhagia, headache, menstruation delayed, malaise, vomiting, fatigue and feeding disorder outcome was unknown, the pollakiuria and weight decreased had resolved and the migraine was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered fatigue, feeding disorder, headache, malaise, menorrhagia, menstruation delayed, migraine, pelvic pain, pollakiuria, pregnancy with contraceptive device, vomiting and weight decreased to be related to essure. The reporter commented: the essure device was introduced in the usual manner inside the tube and left in place. On the left side four coils were seen, and on the right side five coils were seen at the end of the procedure diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: satisfactory placement and full occlusion. Pathology test - on (B)(6) 2017: surgical pathology reports. Final pathologic diagnosis a products of conception' chronic villi, decidua gestational endometrium, b. Fallopian tubes, right and left bilateral salpingo-oophorectomy: unremarkable bilateral fallopian tubes with unilateral peritubal cyst gross description: a. The specimen is received in aggregates of membranous and spongy tissue weighing 23.7g and measuring 6.5 x 6.2 x 0.8 cm in aggregate dimension. Fetal parts are not identified. B. The larger tube has a 0.5 cm pedunculated paratubal cyst located at the fimbriated end. Most recent follow-up information incorporated above includes: on 29-jan-2019: plaintiff fact sheet received. Events urinary frequency , migraines, headaches, weight loss, very sick, fatigue, throwing up, nausea, eating trouble & missed periods were added. Lot number & expiration date was added. Pregnancy outcome changed from not reporter to elective abortion. Historical condition added.product, patient & reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.